Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not known. Patient received help (but) could not get the device to work and did not remember the dates. Patient still has the implant and wanted to know "what now?". The issue was not resolved. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulator had not worked in years. No symptoms reported. No further complications were reported/anticipated.